Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on 12/01/2012, 12/04/2012 and 12/11/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a patient is dissatisfied with the outcome and unable to read with either eye. There are two medical device reports associated with this event. This report is for the right eye.